Event description:
It was reported that a zip fix applicator gun was not tensioning; it was only cutting. No further information provided; patient involvement is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the product development investigation was performed on june 16, 2014. The handling test with three implants did not show any malfunction of the instrument. All three implants could be tensioned and cut with the instrument. No design or functional issues have been identified on the returned instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. The device history records were reviewed and no complaint related issues were found. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Application instrument for sternal zipfix. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.